Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician implanted a 25mm gore cardioform septal occluder to close an atrial septal defect and patent foramen ovale in a patient with an aneurysmal septum. Following implant, the patient coughed while the transesophageal echocardiography probe was still in place. Imaging showed a slight change in position of the device. A bubble study was performed and no shunt was detected. Subsequently, the device was left in place. Transthoracic echocardiography was performed later that evening and the device was in place. The following morning, transthoracic echocardiography was performed again, this time showing the device had embolized. The device was found in the suprarenal area of the aorta and was removed with a snare. The patient was doing well following removal of the embolized device and was discharged the following day. The patient is scheduled for surgical defect closure.

Manufacturer narrative:
The initial report noted date received by manufacturer, as 3 february 2016. However, gore actually became aware of this event 4 february 2016.